Event description:
The customer reported to olympus, the camera head exhibited an error e228 (scope communication error, image does not appear) on the display. The issue was found during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided from the customer, the results of the legal manufacturer's final investigation, and associated h6 coding. Additionally, d9 was updated. According to the customer, the equipment is working satisfactorily therefore, they no longer want to send it to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and as the device was not returned to olympus, root cause of the reported issue cannot be determined. The otv-s300/visera elite ii video system center instructions for use, section 10.2 troubleshooting guide, identifies the e228 error message as a scope ID data error. The suggested cause is the endoscope has broken down. The suggested solution is to immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor field performance for this device.